Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter; product ID 8731, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implantable infusion pump. Indications for use included non-malignant pain and failed back surgery syndrome. It was reported that the pump was removed in approximately 2013; although the reporter was unsure of the date, and the catheter was still implanted. The pump was removed due to the patient received too much medicine, and the patient was in a coma. No pump medications, troubleshooting, further details regarding the issue, or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.